Event description:
To treat heavily calcified cto lesion at anterior tibial artery, after unsuccessful attempt to cross the lesion with several guidewires, subject guidewire was advance to cross, however, the guidewire tip was trapped in the target lesion. During further manipulation for bail out, tip of the guidewire broke off and remained in the vessel. The separated fragment was retrieved by snare device, the pt was discharged from the hosp.

Manufacturer narrative:
(B)(6). Investigation of returned guidewire revealed the coil wire broke off at middle brazing prepared at 15mm from tip end. Broken coil was missing, while core wire was intact up to distal end without breakage. Lot history review revealed no anomaly relating to the reported event. No other similar experience report was received for this lot. Based on the obtained info and the outcomes of the investigation of returned guidewire, it is inferred that the guidewire distal end was trapped in the heavily calcified cto lesion, where rotational manipulation might be applied with force in attempt to bail out, resulting the accumulation of rotational force locally to the brazing and breakage of the coil wire. Before or during the guidewire removal manipulation, tip end brazing fractured and the fragment remained in the anatomy.